Event description:
It was reported to nova biomedical that a consumer received a result of 4.1 mmol/dl (74 mg/dl) on their blood glucose meter. The consumer immediately performed another two tests using the same meter and strips getting results 12.3 mmol/dl (223 mg/dl) and 9.9 mmol/dl (179 mg/dl). The difference in the readings was determined to be clinically significant. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.